Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that during PICC insertion noted that saline is leaking from rubber stopper where the wire goes through. Blood can also leak out this same area when withdrawing blood to check for blood return. This only happens on insertion as the wire is removed at end of insertion. Air can also get into this area when flushing.